Event description:
A boston scientific ICD implanted in 2008 had to be brought back to surgery to tighten a set screw on one of the leads seven months later. Boston scientific was contacted by md and was instructed to adjust the "set screw." Dates of use: 2008.